Event description:
The account reported the brake steer caster did not lock (hold). The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the brake steer caster stem was broken in half and was not holding most likely due to normal wear and tear. The account replaced the brake steer caster to resolve the issue. Based on this information, no further action is required.